Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 4 : s/n (B)(4) ; product ID: bi71000176, serial/lot #: rev. 4 : s/n (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that hardware component(s) were replaced. The imaging system then passed the system checkout and was found to be fully functional. Two power enclosures were returned to the manufacturer for analysis. Through functional testing, performance testing, examination of similar product, and visual/physical examination there were electrical failures with both. The cause of the event was electrical failure of these hardware components. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during system servicing the power enclosure was running when the system was turned off. There was no patient present.